Event description:
It was reported that patient underwent elbow arthroplasty procedure on (B)(6), 2011. Upon opening the condyle set, surgeon discovered that the box contained two condyles of the same type. No significant delay in the procedure or injury to the patient was reported.

Manufacturer narrative:
Decision was made to recall based on internal investigation results. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Investigation of this issue is ongoing. A follow-up MDR will be sent to the FDA. This report submitted (B)(6), 2011.